Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, however, one electronic photo was provided for review. The investigation is confirmed for catheter emulsification as the photo show both extension legs to have a white color concentrated near the bifurcation. The investigation is inconclusive for material deformation as there was no deformation noted in the provided photo. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 07/2021),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three months post dialysis catheter placement via the right internal jugular vein, the extension tubing of catheter allegedly whitened and deformed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date (07/2021).

Event description:
It was reported during the port implant procedure, the extension tubing of catheter allegedly deformed. There was no reported patient injury.